Event description:
The tech alleged the break casters would not hold. No pt impact.

Manufacturer narrative:
The tech replaced the brake roller bushings and adjusted the brake casters to resolve the issue.